Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) experienced communication loss after a generator test. The tele groups changed back to their defaults on the .10 and .20 segment cns devices and the teles were not visible on the other segments. The central nurse's station (cns) application did not automatically restart with the servers when the power was restored. Logging into the host servers restarted the application, which resolved the issue. Patients were being monitored, however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) experienced communication loss after a generator test. The tele groups went back to their defaults on the .10 and .20 segment central nurse's station (cns) devices and the teles were not visible on the other segments. The central nurse's station (cns) application did not automatically restart with the servers when the power was restored.